Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive radio frequency pic failed self test. Troubleshooting was performed and customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed during pump self test due to moisture damage on all electronic assemblies and corroded motor assembly noted. However, the insulin pump passed displacement test. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.